Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leak at the filter was confirmed. Visual inspection of the extension set showed no defects. Functional testing was performed and confirmed droplets leaking out of the filter¿s vent. The probable cause of the filter vent leak was oversaturation and wetting out of the filter.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that tpn was infusing through a 3-way extension set and noticed a leak coming from a small hole found on the filter. Event occurred in nicu. No harm came to the infant. The user did have to break open the central line to change out the extension set.